Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low out of range pacing impedance measurements. Undersensing, oversensing, and loss of capture were also observed. An invasive procedure was performed and this lead was successfully replaced. The patient reported feeling some fatigue prior to the procedure. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.